Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in a foreign country. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. Methods - pending the return of the device an initial assessment has been done based on the event description. Results: our records indicate that no other complaints of this nature have been received for this lot number. Conclusions: the device was out of specification. We are aware of other such complaints with an occurrence rate of approximately 0.015% worldwide for the last year. We have an open CAPA item to address the issue of missing components, and we will continue to monitor all complaints for such problems.

Event description:
A distributor in a foreign country reported, that they found two adapters missing when opening a rt205 breathing circuit kit. This was discovered during an inwards goods inspection.